Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer continued to use the cartridge for insulin therapy. Additionally, it was reported that resistance was felt when filling a cartridge during the load sequence. Customer used the existing needle and cartridge to resolve the issue. The customer¿s blood glucose was 289-290 mg/dl.